Manufacturer narrative:
The t:slim pump user guide indicates that the cartridge is contraindicated for use with products other than humalog and novolog. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple, intermittent occlusion alarms after switching the type of insulin used to apidra. The customer's blood glucose (bg) level was 300-600 mg/dl. To address the bg, the customer would change the supplies on the pump and deliver a correction bolus. During one occlusion, the customer became dizzy and blacked out due the high bg level. The customer fell and hit the washing machine. A bruise/knot had developed. The cause of the past occlusions could not be determined. A system check was performed using the current supplies and the occlusion appeared to be within the tubing. After speaking to a healthcare provider (hcp), the type of insulin used was changed to novolin. The customer was to discuss this new type of insulin with the hcp as it was not labeled for use with the pump.